Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: 20-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reports that they feel like the stimulation is not working properly. Caller states she had a fall about 2-3 weeks ago, landing on the ins. Caller states since that fall the ins feels like it may have moved and states the wires don't feel like they are in the right spot. Caller states her dyskinesia is much worse. Caller states they checked the ins status with the programmer and it shows on ok. Caller is wondering if there is a way they can check the device to confirm it is working properly.